Event description:
It was reported that, three weeks post implant, the patient experienced perforation and tamponade. The right ventricular (rv) lead exhibited no capture. The rv lead was removed and will not be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.